Event description:
It was reported that the asymptomatic patient presented during a merlin.net transmission. The lead exhibited a sensing anomaly. No intervention had been performed. The patient would be followed normally.